Event description:
It was reported that the readings froze. The wearable was inserted into the arm on (B)(6) 2024. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). E1 initial reporter state(B)(6).